Event description:
It was reported that during a procedure internal screw did not disengage from inserter handled. The procedure was successfully completed without delay using a back-up device in an additional bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: one 72202403 bioraptor knotless suture anchor device used in treatment, was not returned for evaluation. Investigation and conclusions were limited without physical product for evaluation. The information provided states: ¿during a procedure internal screw did not disengage from inserter handled¿.per the device instructions for use under "warning: rotate the torque limiter only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint¿. A review of the complaint and manufacturing records was performed and indicated a similar allegation for the lot number reported.